Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 23174 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold, below -60 degrees celsius. The inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection of the balloon segment was performed and a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the balloon catheter failed the returned product inspection due to the injection tube fracture/tear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature drop curve fluctuated dramatically. On several times, when it was not completely occluded and properly attached, the ablation temperature reading on ablation device dropped to -60°c, failing to reflect the real-time temperature. The follow-up staff replaced the cable, restarted the ablation device, and connected the balloon, but the problem persisted. The balloon catheter was then replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.